Manufacturer narrative:
(B)(4). The device has been swapped out at the customer's facility. The device is not available to baxter for evaluation. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Correction: there is a small difference in the height of the edges of the seam on the pump. The technician scratched their knuckles on this seam and caused a minor injury. This does not represent a failure mode, malfunction and/or use error with the baxter device that could cause or contribute to a death or serious injury were it to recur.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the engineer took the device out of the box. The engineer discovered that the casing at the top of the case under the handle was slightly misaligned, which caught onto his knuckle and scraped his skin. There is no further complaint information available. The user interface module master software version is currently unknown.